Event description:
The customer alleged that while performing a patient procedure, a head scan, an artifact was present which appeared as a brain stroke. A philips field service engineer (fse) confirmed that a rescan was performed. The fse confirmed there was no misinterpretation. The fse reported that the artifact was a center blush artifact. The fse stated the artifact was due to the x-ray tube.

Manufacturer narrative:
(B)(4) initial MDR mailed on february 27, 2015. On (B)(6) 2015 while performing a CT brain study, a "center blush" artifact was visualized on an image appearing as a brain stroke. A philips field service engineer (fse) confirmed that a rescan was performed as the images were non-diagnostic. The fse confirmed that the artifact did not appear on the rescan and that there was no misinterpretation or mistreatment. The fse evaluated the CT system and determined that the artifact was due to the x-ray tube failing. The fse ordered a new x-ray tube and stated that they stopped using this CT system until the x-ray tube was replaced. The fse confirmed that the x-ray tube was replaced on (B)(6) 2015 to resolve the issue. Requests were made for data to be provided (raw, dicom, and logfiles). The fse confirmed the data was no longer available. Due to the lack of data, CT engineering was not able to determine the cause of this event. CT engineering determined this event to have an acceptable risk. The following risk mitigations apply: daily and monthly image quality checks by operator. Verification of image quality for all scanner modes, including: voltage, scan types, collimation, resolution, reconstruction filters. Operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. The system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made. The CT scanner shall be operated by qualified operators only. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient. The fse replaced the x-ray tube to resolve the issue. Due to lack of data and based upon the information provided, probable cause was a failing x-ray tube.

Event description:
The customer alleged that while performing a patient procedure, a head scan, an artifact was present which appeared as a brain stroke. A philips field service engineer (fse) confirmed that a rescan was performed. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient per white paper; computed tomography re-scan risk (B)(4). The fse confirmed there was no misinterpretation. The fse reported that the artifact was a center blush artifact. The fse stated the artifact was due to the x-ray tube.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).